Event description:
Literature was reviewed regarding emergency bailout surgery in high-risk patients with complications after transcatheter aortic valve replacement (tavr). Case 4:  an 81-year-old female patient underwent a tavr procedure.  During attempted implant of an evolut pro, the bioprosthetic valve embolized from the aortic annulus into the ascending aorta.  A second evolut pro valve was attempted but could not pass the first valve and was withdrawn from the patient.  A non-medtronic bioprosthetic valve then passed through utilizing torque provided by the delivery system and was successfully implanted in the aortic position with good hemodynamic results.  At three days postoperative an echocardiographic examination revealed a pericardial effusion and a computed tomography (CT) scan confirmed a type a aortic dissection between the evolut pro and non-medtronic prostheses.  The patient was immediately taken into surgery for an ascending aortic replacement. The postoperative course was uncomplicated and the patient was discharged 13 days after tavr implantation and 10 days after cardiac surgery.  The authors did not state explicitly the final status of the evolut pro valve, however the valve was likely explanted during cardiac surgery.  No additional adverse patient effects were reported.

Manufacturer narrative:
Citation: combaret et al. Emergency bailout surgery saves lives in high-risk patients with complications after tavr. J card surg. 2022 nov;37(11):3477-3484. Doi: 10.1111/jocs.16954. Epub 2022 sep 19. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.